Event description:
A hospital reported via our distributor that a patient was set up with an mr290 autofeed humidification chamber connected to a water bag. They reported that a few moments after spiking the water bag, a staff member noted there was water in the breathing circuit and the patient began coughing. The staff member immediately removed the breathing circuit and began ventilating the patient via a bag valve mask with 100% oxygen via the et tube. It was reported the staff member also suctioned a moderate amount of clear fluid from the patient. They reported that: the mr290 chamber's float system failed to stop the flow of sterile water from the water bag at the appropriate level. Water filled the entire humidification chamber causing water to enter the breathing circuit tube and the patient during the cycled volume breathes of the ventilator. The hospital later reported that the patient had been discharged from the hospital.

Manufacturer narrative:
The returned mr290 chamber was visually inspected and mechanical and performance tests were carried out. Results: a dent was observed in the base of the device below the hinge bracket of the autofeed valve. The chamber functioned correctly and did not overfill when connected to a water bag. Conclusion: the dent suggests that the device had suffered an impact and this probably prevented float operation. Previous failure investigations have concluded that such dents can occur when the device is subjected to inappropriate physical handling (e.g. Being dropped from a significant height by the user). When the impact occurs at a very specific angle and on a specific part of the product, it can cause both the primary and secondary floats to jam. It should be noted that although the floats functioned correctly when the device was evaluated by fph, transportation vibration may have caused them to work again. We have an open CAPA item to address such complaints and have put measures in place to reduce and/or prevent recurrence. The mr290 user instructions indicates the correct water level, and advises the users to replace the chamber should the water exceed the limit line. The user instructions also includes a warning not to use the chamber if it has been dropped. A lot check revealed no other complaints with this failure mode for this lot number. Our monitoring and trending of mr290 chambers filling above the maximum fill line has a rate of occurrence of devices sold worldwide in the last year to the end of 2009.